Manufacturer narrative:
For 4 of the event, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 of the events, the investigation found the sample probe was misadjusted. The follow up actions were the readjustment of the sample probe. For 1 of the events, the investigation found the pinch tubing had a hole. The follow up actions were the replacement of the tubing. For 1 of the events, the investigation is ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial number:(B)(4).

Event description:
This report summarizes <noe>7</noe> malfunction events. Erroneous non-reproducible results were generated by the cobas e411 rack analyzer. The events involved a total of 11 patients with the following: 1- elecsys ft4 iii, 2- elecsys hcg + beta test system, 1- elecsys hcg test system, 2- elecsys testosterone ii assay, 2- elecsys anti-ccp assay, 1- elecsys rubella igg immunoassay, 1- elecsys pth immunoassay, 1- elecsys vitamin d assay. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.

Manufacturer narrative:
For the one pending event, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions for this event.